Event description:
It was reported that this right ventricular (rv) lead presented high impedance measurements out of range due to a fracture, so it was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead presented high impedance measurements out of range due to a fracture, so it was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported. At a later date, information received indicated this lead also presented high capture threshold measurements and oversensing due to the fracture.